Event description:
Report received of an IV infiltration that required surgical intervention. The pump was set to infuse d5.45ns with 20meq of potassium chloride at 45ml/hr via right hand venous access site. The pt's mother reported that the pump alarmed twice (unspecified alarm) during the night. She reported that a nurse "came in and messed with it a little and then left the room." On 2/5/98, "during early morning," the infiltration was noted. The pt required an emergent fasciotomy of the right hand and forearm for compartment syndrome. The child reportedly is now neurologically intact, but will have some scarring. No add'l info is available.